Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned hex driver is also in good overall condition. The hex tip has fractured from the remainder of the instrument. The hex tip was not returned. A blue discoloration was observed on the handle. Minimal surface damage was observed, only a few scuffs and impact marks were found. The average hardness of the hex driver was measured and found to be within the print specifications. The device was sent to sem for fracture analysis and it was identified the ball has fractured off perpendicular to the main axis of the shaft. The fracture surface shows a mostly flat surface with a few light artifacts in a circular pattern, consistent with a rotational/torsional shear fracture the device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure the cup would not unlock, and the handle would not detach causing the ball hex driver to fracture. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 010000666, g7 pps ltd acet shell 58g, 3976980. 110003451, g7 str modular shell inserter, 970150. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09022, 0001825034 - 2017 - 09023.

Event description:
It was reported that during the procedure the cup would not unlock, and the handle would not detach causing the ball hex driver to fracture. No adverse events have been reported as a result of the malfunction.